Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering insulin. The customer was assisted with troubleshooting. Customer states they were on auto mode and set blood glucose level 250 mg/dl and current blood glucose was 207 mg/dl. Customer stated that the insulin pump was not providing bolus correction, that they rather turn off the auto mode and manually do the correction bolus. The device will not be returned for analysis.